Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer's mother reported issues with two sensors. The sensors were no used for the full six days. Caller requesting replacements. The blood glucose reading is 74 mg/dl. Customer has removed the sensor. Caller also stated that the sensor glucose reading was 400 for about 20 to 30 minutes; the blood glucose reading was 124 mg/dl. The customer has calibrated, received a calibration error and change sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.